Event description:
Patient reported they have experienced multiple dental issues that were not present prior to the aligner treatment. They have experienced sensitivity, gum recession, discoloration, required a dental filling. Their teeth are still misaligned and their bite has worsened.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.